Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that there were skewed markings syringes. To aid in the investigation, two photos were provided for evaluation by our quality team. The syringe has the scale printing skewed. The other photo shows the packaging blister bottom web confirming the provided lot number. This defect can occur if there was a jam in the printing process inducing the skewed scale marking. A device history record review was completed for provided material number 302830, lot number 0365677. The review did not reveal any detected quality issues during the production of the lot that could have contributed to this reported defect. Investigation conclusion: based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. It could have happened a jam at the printing process inducing the skewed scale marking issue. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 20ml ll s/c 48 had scale marking issues. The following information was provided by the initial reporter: material no: 302830, batch no: 0365677. It was reported skewed markings.